Event description:
Indication -pain in right knee, unilateral primary osteoarthritis, right knee, unilateral primary osteoarthritis, left knee spontaneous call from (B)(6). From (B)(6) office to report defective device - no plunger in syringe so injection can't be used. Unk if pt missed a dose. No adverse event reported. Unknown if md office has device on hand for return. No further information provided. Reported to (B)(6) by health professional.